Event description:
It was reported that during a neurovascular procedure of a spasm dilation, when a guidewire was advanced through the subject balloon, the guidewire pierced out through the wall of the balloon. The subject balloon was completely removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a neurovascular procedure of a spasm dilation, when a guidewire was advanced through the subject balloon, the guidewire pierced out through the wall of the balloon. The subject balloon was completely removed and replaced. The procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed from the packaging label and the device hub. During visual inspection, the guidewire was found to be lodged inside the subject balloon. The guidewire had pierced the distal end of the balloon catheter (right through the chronoprene seal and lldpe distal inner & outer filler) and was sticking out. There was evidence of crystalised procedural fluid on the guidewire. During functional testing, an unsuccessful attempt was made to flush the catheter but it was noted that the balloon inflated without any leaks. An unsuccessful attempt was made to remove the jammed guidewire. Functional inspection could not be carried out due to the guidewire being stuck and damage noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'balloon has a hole/perforation during use' was not confirmed during analysis as there was no damage noted to the balloon. The as reported ' device interaction with another device' was confirmed during analysis. The reported event ' balloon or balloon catheter friction' could not be confirmed as the guidewire was jammed in the distal end of the catheter shaft. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush set up and maintained throughout the clinical procedure, the patient¿s anatomy was moderately tortuous. The subject balloon catheter was removed by just pulling out the balloon catheter out of the distal access catheter ¿ no snare was needed. The guidewire used in the procedure had no issues report with that. A distal access catheter was used in conjunction with the subject device in the procedure. The current condition of the patient now is in good condition. No additional medication was given to the patient. No other damages noted to the balloon catheter (tip kinked/bent, shaft stretched, shaft blocked/occluded etc. There was resistance encountered when advancing the catheter. The device was returned for analysis with guidewire stuck at the distal end of the balloon catheter. It had pierced the chronoprene seal and lldpe distal inner & outer filler of the transform distal shaft just below the distal marker band but not the balloon. An attempt was made to remove the guidewire but it remained stuck in the balloon catheter. There was evidence of crystalised procedural fluid on the guidewire. An unsuccessful attempt was made to flush the catheter but it was noted that the balloon inflated without any leaks and contrast media appeared to be present in the inflated balloon. The reported ¿balloon has hole/perforation during use¿ was not confirmed as there was no hole/perforation in the balloon. The as reported ¿device interaction with another device¿ and ¿balloon or balloon catheter friction¿ in addition to the as analyzed 'device interaction with another device', 'balloon catheter tip broken/fractured during use' and ¿balloon catheter jammed¿ will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.